Event description:
During a remote follow-up, post-paced t-wave oversensing episodes were observed on the right ventricular (rv) lead. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.